Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tape not sticking and got pulled out on (B)(6) 2026. No further information available.